Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: local independent administrative institution (B)(6). The device was returned to olympus for inspection, and the customer's reported issue ¿no image. All video signals are not displayed.¿ was confirmed. The following findings were also noted during device evaluation: battery consumption, image noise occurs when using imager, printed circuit board light source device 1 connector pin bent, and dust adhesion inside the main unit. Based on the results of the investigation, it is likely that the following led to the malfunction.

Event description:
The customer reported to olympus that the evis lucera elite video system center had no image. All video signals are not displayed. There was no report of patient harm or user injury associated with this event.